Event description:
A customer reported the laserhead had a gas leak that caused the energy to drop during surgery. Due to this issue, the pt was undercorrected. Add'l info has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. (B)(4).